Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter was powering of during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began from (B)(6) 2015 she could not test as the meter kept turning off. The patient manages her diabetes with insulin (no-adjustments). The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of "feeling very tired and dizzy", the patient alleged being treated by the emergency medical services (ems), by a blood glucose test being performed; a result of "190 mg/dl" was obtained with another device (ems meter). At the time of trouble shooting, the cca confirmed this was not the first time the product was being used; the batteries did not need to be replaced, there was no misuse of the product, the issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did she receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.